Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 03-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the ventilator tubing disconnects from the catheter while in use. There was no patient injury. It was noted that the customer is no longer using the flex connector that comes inside the catheter ballard pack anymore.

Manufacturer narrative:
Halyard health received one used suction catheter. The associated flex connector was not received. No product packaging was received. The sample was received with a smith medical "pressure easy" device attached to the male insert of the (double swivel elbow) dse. The male insert of the dse was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold was¿c¿. The smiths medical device was reattached to the male insert. No resistance was felt when attaching the components. The smiths device made contact with the leading edge of the manifold. When held suspended, the smiths device fell off of the male insert. A certified ruler was placed next to the mated components. There was zero distance between the leading edge of the smiths device and the top of the dse flange. A loose connection was observed. The root cause is attributed to issues related to the manufacturing process. All information reasonably known as of 18-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Additional information: the actual device was returned for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.